Event description:
Customer dropped the meter and now there are segments missing from the display. In further review, it was determined that all segments in the 100's and 10's position and some of the segments in the one's position were missing. The customer was asked to return the meter for evaluation and a replacement was provided. Customer was invited to call 24/7 with future questions or concerns.